Manufacturer narrative:
(B)(6). Occupation: risk manager. PMA/510(k) #: exempt. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a procedure in which a wayne pneumothorax set was used, the patient's lung was perforated. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation cook was notified by (B)(6) hospital, in canada, of an issue with a catheter from the wayne pneumothorax catheter set and tray (c-utpt-1400-wayne-112497-imh, lot: unknown) on (B)(6) 2021. It was reported that the catheter perforated the lung causing pneumothorax. An additional procedure may have been required, however, no information was provided. Reviews of the documentation, including the instructions for use (IFU), manufacturing instructions and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, due to the lack of lot information provided by the facility. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿flexor introducer / flexor guiding sheath,¿ provides the following information to the user related to the reported failure mode: precautions: ¿this product is intended for use by physicians trained and experienced in the treatment of a pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed. Lung puncture may result in an air embolus, which could lead to ischemia or infarction of major organs, including the brain or cardiac system.¿ instructions or use: ¿8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5cm from the last side hole. 10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secured and airtight. Perform inspections of the catheter and connections regularly. ¿ evidence provided by the dmr suggests that there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the limited information provided, no returned product and the results of our investigation, there is not enough information to confirm the conclusion. As there is no evidence of manufacturing deficiencies, the possible cause of this event is adverse event related to procedure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.